Manufacturer narrative:
Concomitant medical product(s): dtbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had suspected occasional intermittent atrial under-sensing and no capture threshold measurements. The lead is still in use. No patient complications have been reported as a result of this event.